Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient stated that, while changing the insulin cartridge of his infusion device, the plunger remained attached to the piston rod. He stated this has happened before. He said he got some insulin in the cartridge chamber, but he will dry it out with a cotton swab. The patient was successful in detaching the plunger from the piston rod prior to the call. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.